Manufacturer narrative:
The device used in this case was not returned. A device history record review of the handpiece was not performed because the lot number of the handpiece was unknown. All handpieces are released meeting all qa specifications. The relationship between the device and the reported adverse event could not be established.

Event description:
On 5/11/21, we were informed of an alleged adverse event, that took place during an endometrial ablation procedure performed on (B)(6) 2017, approximately four years ago. Available information suggests that subsequent to the ablation procedure, the patient was hospitalized, diagnosed with an unspecified bowel injury, and underwent an unspecified additional surgical intervention at a different medical facility. The exact date of additional surgical intervention is unknown. No additional information is available.